Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
A motor stall and motor stall recovery was reported. The patient had an MRI on (B)(6) 2012 and the pump was not read following the MRI until the day of the report. A motor stall occurred. Pump tube set in logs on (B)(6) 2012. The day of the report the pump was refilled and the volumes were accurate. It was indicated that the patient had increased pain and spasticity at the time of the MRI however after the refill it was discussed with the hcp and they felt those symptoms may be due to other factors; the patient had a cold as well. The pump delivered sufentanil and bupivacaine. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Event description:
It was later reported that the medications used within the system were sufentanil 1250 and bupivacaine 20 mg/ml. No troubleshooting was performed. The patient was reported to be fine and doing well.

Manufacturer narrative:
(B)(4).